Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced inflammation with fibrin filaments after an intraocular lens (iol) implant on her right eye (od) during a cataract procedure. The outcome of the event was reported as recovered. No iol explant was performed. Additional information has been requested but not received to date. This is one of seven reports being filed for the same facility. This report is for the sixth patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient was treated with medication and an anterior chamber puncture was performed.